Event description:
It was reported by the rep that when the devices and the reload cartridge were used during an open bariatric stapling procedure, incomplete staple lines occurred. The case was completed by oversewing the staple lines, as this is normal practice for this surgeon anyway. The pt was ok post operatively. There was no further consequence to the pt. The devices were discarded.